Event description:
Device malfunction: difficult to deploy, difficult to remove, device components detached and remain entrapped within the anatomy. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, although resistance was met thumb advancer deployent was completed and the clip was deployed. The device was difficult to remove and the vessel locator assembly and the control wire were "stripped" from the device and remained in the patient anatomy. Surgical wire cutters were inserted as far down as possible into the tissue tract to cut and remove the control wire. After the control wire was removed, the clip achieved hemostasis. Under fluoroscopy, the vessel locator assembly was found to be entrapped within the vessel and remained in the patient anatomy. There were no other adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.